Event description:
Per the clinic, the patient experienced an infection and a drainage. Subsequently, on (B)(6) 2025, the patient was hospitalized for a duration of three days and was administered with IV antibiotics. However, the issue could not be resolved and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.